Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) treated an arrhythmia inappropriately that was believed to be atrial in origin. It was noted that the event had occurred when the patient was doing strenuous cycling/exercise. Medication changes were made and the device remains in use. No patient complications have been reported as a result of this event.